Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.

Manufacturer narrative:
The device associated with this report was requested back for evaluation, but it has not yet been received. The customer isolated the failure to the main pcb by swapping with good known speakers. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.